Manufacturer narrative:
All previous patient codes still apply. (B)(4) was left off the first report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the therapy wasnt helping much. The patient was able to increase stimulation while on the phone. Additional information was received from the patient and it was reported that the patient had a loss of therapy. The patient was feeling stimulation but not in the right location. There are no falls or traumas that could be related to this issue. The patient reported that she was on program 3 and had reached the customized upper limit. During the call, the patient changed to program 4 and felt pressure, no stimulation sensation. The patient then changed to program 1 where she felt stimulation in the right location and it felt like it was fluttering; the pressure was resolved. The patient also reported that she had a complete loss of her bladder on (B)(6) 2016. The patient reported that she was getting 50% reduction in her symptoms and that she wasnt getting up during the night to urinate. The patient reported that when she wakes up, she drinks coffee which may be why she had to urgently urinate in the morning. The patient also reported that she was hobbling due to post implant soreness and soreness at the ins incision site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.